Manufacturer narrative:
The lens remains implanted. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
Reportedly one month post implantation of an iol into the left eye (os), the lens rotated out of position which caused visual disturbances and fogginess. Seven weeks later, the lens was repositioned, and patient outcome is reportedly good.